Event description:
The customer's family member called to report that pt was in the hosp twice within three weeks. Family member uses the device to check blood glucose and said the device reads high when their glucose is low. Pt gave an example of the device reading 220 mg/dl and they acted weird. Was taken to the hosp and given an IV. Level one control was out of range on the system. The device was replaced and requested to be returned for evaluations.